Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that two rt235 breathing circuits failed the ventilator extended self test (est). No patient consequence was reported.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that two rt235 breathing circuits failed the ventilator extended self test (est). No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the returned breathing circuit was pressure tested and submerged in a water bath to test for leaks. Results: a leak was observed at the wye swivel of the breathing circuit. A lot check could not be carried out as the complaint lot number was not provided. Conclusion: all breathing circuits are pressure tested during production. All breathing circuits which fail the pressure test are rejected. The user instructions that accompany the device state: check all connections are tight before use, set appropriate ventilator alarms. A ventilator alarm alerts the user to a leak and allows the caregivers to act by replacing the breathing circuit according to their standard procedures. Our monitoring and trending of adult breathing circuit leaks has a rate of occurrence of (B)(4) worldwide in (B)(4) 2010.

Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow-up report upon receipt of the device and completion of our investigation.